Manufacturer narrative:
Other text: one cadd ms3 pump was returned for the evaluation of the reported event. The device was received with a scratch on the side of the bolus button. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported problem was not seen in the event log. To further investigate, a functional test and visual inspection was performed. The reported issue was not duplicated. However, verified " lcd pixels display damaged" during testing as a secondary issue. Therefore, no fault found with the power up/down problem but the lcd display will be replaced as other problem found and the front housing will also be replaced as part of the repair process.

Event description:
Information was received indicating that while in use, a smiths medical cadd ms3 shut off approximately 3 times. It was also reported that the patient felt nauseated during this time. Patient restarted infusion (remodulin) and no further adverse effects were reported.